Event description:
No additional details available. Customer complaint: hi, my name is (B)(6) (B)(4) and I bought this heating pad from amazon and I am just forwarding you the picture of it disabled. I will try to get my reimbursement next week. Thank you so much for letting me know. I've had problems with it ever since I've purchased it. Overheating and burning me. Sincerely (B)(6) (B)(4).